Manufacturer narrative:
The device was received for evaluation. During functional testing, the 7,8, and 9 keys were not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a spectrum pump had keypad keys 7, 8 and 9 were not working. This occurred, during programming/ setup in the ambulance. There was no patient involvement. No additional information is available.